Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/07/2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The returned receiver could not communicate with the global communication tool. The message "call tech support error err69" was observed on the receiver screen. Customer complaint could not be confirmed because of the occurrence of the call tech support error err69.